Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The assignable cause for the use error was undetermined; unable to determine whether or not the hp?s act was intentional. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A service history review revealed no previous service events were related to the reported condition baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center to report receiving a low drain volume alarm on the homechoice (hc) machine during the initial drain. The caregiver (cg) stated the home patient (hp) had been stuck on the initial drain for quite a while. The caregiver mentioned the hp bypasses the drain cycles. Drain by-pass does represent a use error which is a reportable event. Follow up with the nurse revealed that there was no overfill event and the hp was able to continue with therapy. The nurse confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4). The device will not be returned. Should additional information become available, a follow up MDR will be submitted.